Event description:
Caller reported a cgm error which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on resetting the pump, and successfully guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to start their sensor session successfully.